Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown which lead had high impedance and was replaced, hence, both leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24106. It was reported that the during a procedure on (B)(6) 2020 (reference manufacturer reference number: 3006705815-2020-02775) one of the leads showed high impedances. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, adequate therapy was confirmed post operatively.